Event description:
It was reported that the ventilator had a backup alarm failed error code with the backup alarm speaker not operating. The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported. The customer troubleshot with technical support and was advised to replace the central processing unit (cpu). Upon a follow up the customer reported that the speaker was replaced; however, the issue continued. The cpu was replaced, and the issue was resolved. The unit was returned to use.

Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown that a component built without a date code could be subject to cold joints within that can result in the component failing to sound.